Event description:
Additional information received reported that the cause of the event was unknown. Hospitalization was required due to the event, but the patient recovered without sequela. One day later, it was reported that the patient still had concerns regarding his device or therapy but was working with his health care provider (hcp) or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 3387s-40, lot# v031488, implanted: 2007-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that the patient could hardly walk while the device was still implanted. The patient was able to walk after the device was explanted.

Event description:
It was reported that one of the patient's implantable neurostimulators (inss) had been removed because it was rejected from his body. It was stated that the device had come through patient's skin. Four days later it was reported that the ins had been removed two months ago because it was eroding through the skin. The leads remained in the patient. The ins was not replaced with another one because the patient was doing much better without that implant. It was stated that he could now walk but "his speech wasn't the best anymore and he had no volume." If additional information is received, a follow up report will be sent.